Event description:
It was reported that 'friction tab fell and broke off the targeting device while the surgeon was impacting the nail. Used the existing holes that were there".

Manufacturer narrative:
It is not known if the device is being returned for investigation. Additional information has been requested, and if received, will be submitted on a supplemental report.